Event description:
A product recall for traxis vue peek implants (lot# 2010292) was initiated on 11/2/2005. During the execution of this recall, a sales rep reported that 3 traxis vue implants from the defective lot may have been implanted during 2 separate surgeries. Complete information regarding the two cases was not available and actual implantation could not be confirmed.